Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the surgeon used the harmonic ace curved shears insert to dissociate the tissue and then noted the curved blade was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed or replicated the customer reported complaint "blade was broken.¿ the harmonic insert was found to have a broken blade. The broken blade measures approximately 0.782¿ and was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is assoiated with mishandling and/or misuse.